Event description:
It was reported to philips that the system an alert indicating a shutter had failed, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.